Manufacturer narrative:
Age at time of event; corrected data; initial MDR inadvertently reported incorrect age.

Event description:
It was reported by the patient that she had excessive scarring and nerve damage from her last battery replacement surgery. No known intervention for the reported events has occurred to date. No additional relevant information has been received to date.